Event description:
Per the clinic, the patient developed a middle ear infection that subsequently spread to the implant site (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration was not reported). Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.